Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange for (B)(6) was confirmed via the log files. The account submitted two log files for review, containing relevant data spanning 12jan2026 for log file 1 and 12jan2026 ¿ 20jan2026 for log file 2. The system controller (B)(6) was observed to be in use during the reviewed duration. On 12jan2026, the system controller was reset following a controller exchange at approximately 14:53:21. The pump was observed to ramp up to the intended speed without issue following the exchange. No other notable events or alarms were observed. The system controller was not returned for analysis. Available information indicated that the system controller was exchanged by the patient's spouse due to not understanding how to resolve low flow alarm (addressed under pump investigation-pi-2026-0005762-01). The root cause of the reported event was determined to be the user misunderstanding the operation of the system. The patient handbook instructs the user on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 2 of the IFU and patient handbook, ¿how your heart pump works,¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarm. The patient's spouse did not know what it meant and performed a system controller exchange. The pump was off for a few minutes, and the patient was unresponsive during this time. The event log file contained limited data from the connected controller. The pump was connected at 1456 and the initial connection alarms resolved once the pump resumed at the programmed set speed. The exchanged controller contained the onset of sustained low flow hazard events at 1432 on 12jan2026. Prior to the low flow, the log file contained clusters of pulsatility index (pi) events. The pump appeared to have been disconnected from the controller around 1451. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files.